Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The ventilator failed internal leakage test during pre-use check. The air gas modules was found defective and replaced. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. No device logs was received and the replaced parts were not returned for investigation, therefor the root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. The air gas module was contaminated with water. There was no patient involvement. Manufacturer's ref#: (B)(4).